Event description:
It was reported the customer experienced elevated blood glucose levels. Customer's health care professional adjusted pump settings.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.